Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. The technical support specialist guided the customer in accordance with the incorrect password. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had unable to login. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.